Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was previously explanted in (B)(6) of 2014 due to ineffective stimulation. The exact date of explant is unknown to the manufacturer at this time. The patient's scs lead remained implanted.